Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump was squirting out of their insulin pump during the manual prime process. The customer's blood glucose level was unknown. The caller was at work and was unable to troubleshoot the issue at the time of the call. The caller was advised to call back at a later time for assistance. The customer did not return the product back for analysis.